Manufacturer narrative:
Upon receipt of additional information, it was determined that this event was reported previously under MFR #0001822565-2025-00200. This report should be voided.

Event description:
Upon receipt of additional information, it was determined that this event was reported under MFR #0001822565-2025-00200. This report should be voided.

Event description:
It was reported that the patient underwent a revision procedure due to a dislocation at the site. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.